Event description:
Patient presented to the physician with ongoing occipital neuralgia/headaches since the implant procedure. Physician prescribed anti-inflammatory medication, and will re-evaluate the next steps.